Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all full height drawer 5 was frequently failed. A field service engineer replaced latch sensor and plunger to resolve this issue. A field service stated that the failure occurred causing delay, but nursing had other device to access the medication and there was able to retrieve the medication through pharmacy. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 5 was failed frequently. The customer stated that there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.